Event description:
In the unlocked state the iabp would not print a strip every 15 minutes as programmed. It had been in use on a patient since (B)(6) 2012 and the printer currently will not record. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative replaced the printer, performed functional testing, calibration check, and safety test. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The cardiosave corrective action team researched the complaint regarding recording issues i.e. After a period of time recording, the recorder locks up and will not run again until the system is turned off and turned on again. The team resolved the issue with a software change which they incorporated into release b.04; (B)(4).